Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2018 with blood glucose was 381 mg/dl. The customer treated it with insulin drip. The customer was wearing insulin pump during hospitalization. It was also reported that they received no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit was received with corroded battery tube, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.